Event description:
It was reported that two low voltage leads were found to be dislodged. Both leads were explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the patient had presented for a follow-up in clinic. Fluoroscopy revealed that two right ventricular leads had been found dislodged.